Event description:
It was reported that the customer experienced elevated blood glucose levels (550 mg/dl). Troubleshooting was performed and found insulin leaking from the luer lock. Reportedly, the luer lock was not connected properly. The customer reconnected her luer lock and resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.